Manufacturer narrative:
The product was returned for evaluation. As received, balloon latex was loose condition against the catheter and completely detached from both the proximal and distal bond. No residual adhesive was observed at the bond area. Dried blood-like material was observed under the balloon latex. Contamination shield and introducer were not returned. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under microscope at 10x. A device history record review was completed and documented that the device met all specifications upon distribution. The customer complaint was confirmed as related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
All units in this lot were distributed in (B)(4) and are being recalled. In addition, a corrective and preventive action has been initiated to prevent recurrence of this issue.

Event description:
It was reported that "the balloon did not inflate before use". Additional information was provided indicating that the catheter was inserted into the patient without testing the balloon inflation before use. The balloon did not inflate inside the patient body and it was removed. There were no patient complications reported.